Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. After a non-bsc guidewire crossed the lesion and a non-bsc guide extension catheter was engaged, a 2.75 x 38mm synergy drug-eluting stent was advanced over the wire through the guide extension catheter. However, difficulty advancing was encountered due to resistance within the catheter, as the catheter curved around the aortic arch. When the stent was completely removed out of the guidewire and guide extension catheter, it was noted that the stent struts were damaged due to resistance within both catheters. The procedure was complete with another synergy stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts on the distal section of the stent were stretched and pulled distally over the distal markerband. The undamaged proximal section of the crimped stent outer diameter (od) was measured which is within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage on the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction during advancing attempts. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive pressure being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. After a non-bsc guidewire crossed the lesion and a non-bsc guide extension catheter was engaged, a 2.75 x 38mm synergy¿ drug-eluting stent was advanced over the wire through the guide extension catheter. However, difficulty advancing was encountered due to resistance within the catheter, as the catheter curved around the aortic arch. When the stent was completely removed out of the guidewire and guide extension catheter, it was noted that the stent struts were damaged due to resistance within both catheters. The procedure was complete with another synergy stent. No patient complications were reported and the patient's status was stable.